Event description:
It was reported that the artificial urinary sphincter (aus) device had a fluid loss. During dissection, a hole in the cuff was identified. All components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.